Event description:
The original procedure was a small mesenteric angiogram. The wire was used through an entry needle. The wire was removed and it was noted approx 13cm of the coating sheared and detached in the pt's right groin. Surgical removal of the detached coating was uneventful and the procedure was completed successfully. The directions for use for this product state: "to avoid damage and possible shearing of plastic, do not withdraw or manipulate through a metal cannula/metal dilator nor advance the metal cannula/metal dilator. Extreme caution should be observed when used with a onewall puncture style needle."